Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 09jan2019 . (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported by the international customer that the ventilator screen dysfunction no patient harm reported.

Manufacturer narrative:
Date of report: 30jan2019. Date rec'd by MFR: 28jan019. Multiple attempts were made to obtain information on the repair/service of the device and information on the event that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.